Event description:
Patient reported unknown side "swelling" and "general ill health", which is not device-related. Patient also reported being diagnosed with bia-alcl. Pathological markers confirming alcl have not been received. Device remains implanted.

Manufacturer narrative:
Healthcare provider contact information provided by patient: gp practice: dr. (B)(6). (B)(6) medical centre. (B)(6). Phone: (B)(6). Implanting/explanting plastic surgeon details: dr. (B)(6). (B)(6) hospital. (B)(6). Phone: (B)(6). Email: (B)(6). Diagnosing physician: dr. (B)(6). (B)(6) clinic. Phone: (B)(6). Email: (B)(6). The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl-suspected" (pathological markers not provided).